Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015 on the arm, which is considered off-label use. The patients father reported that on (B)(6) 2015 at 10:00am the patient was feel low and went to the school nurse. The school nurse took the patients finger stick and it read 70 mg/dl. The school nurse then gave the patient approximately 14 grams of fruit snacks. The patient's father reported the patient is feeling fine, there was no additional patient information or medical intervention reported. It was reported that the patient did not calibrate after experiencing inaccuracy, which is considered off-label use. It should be noted that the dexcom g5 mobile (pediatric) continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. It was reported that the sensor was inserted into the arm, which is considered off-label usage. It should be noted that the dexcom g5 mobile (pediatric) continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen) or buttocks.